Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. Pump failed self test due to pump error 63. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review no delivery was recorded near or on the event date. However, pump error 63 (esf#: (B)(4), variable = 3, file= 37 and line=367) confirmed on (B)(6) 2024 at 07:19:02 hour. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue due to the ambient light failure. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Found dried insulin on motor assembly. Test p-cap locked into reservoir tube successfully. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay and pillowing keypad overlay. In conclusion, customer concern for insulin flow blocked was not confirmed during testing or in the history/trace files. However, dried insulin found on motor assembly. Pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, unomedical, mmt-1780kpk. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the device. No product return is required for unomedical. No product return is required for mmt-1780kpk.